Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 07:13:13. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A service history review was performed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified because a high drain alarm was noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.